Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that starting yesterday they started experiencing a pain in the groin like they are being shocked. The caller wanted to connect to implant but they are getting communication error, communication lost, end session or retry. The screen also referenced an external neurostimulator. Agent reviewed to close all apps and look for interstim x my therapy app. The caller could not find it. Conferenced on healthcare it (hcit) to help and they were able to determine that it had been on the handset at one point, but it is no longer there. Sent a request to repair for replacement handset.